Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implant of implantable pulse generator (ipg) there were difficulties in operation and positioning the device. The physician removed the ipg and discovered a clot on the tip of delivery and tried to remove it, but was unsuccessful. The ipg was removed and replaced with a different device. No patient complications have been reported as a result of this event.